Manufacturer narrative:
Device 33 of 40. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user and her caregiver reported that the center openings of 10 out of 10 wafers from 4 market units were off centered. The customer also stated that she did not use any of the wafers from the four boxes. Picture of the alleged malfunction was provided by the complainant.